Event description:
Product analysis was completed on the generator and returned lead portions and the reported lead fracture was confirmed; however, note, the white and green electrodes were not returned and therefore a complete evaluation could not be performed on the entire lead product. Two breaks were identified in the returned lead coil. Scanning electron microscope identified evidence of wear to the point of fracture with mechanical damage and pitting at the coil breaks. It was believed that stimulation was present for a certain period as evidence by the pitting observed. Apart from the observed discontinuities the condition of the returned lead portions were consistent with conditions that typically exist following explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Based on the findings, there is evidence to suggest a discontinuity in the returned portions of the device may have contributed to the high impedance. Product analysis was completed on the returned generator and end of service condition was confirmed as a result of normal expected battery depletion, per electrical testing. Analysis of the generator in product analysis concluded no abnormal performance or any other type of adverse condition was found. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent a generator and lead replacement. The patient's generator was replaced due to depleted battery and the lead was replaced as high impedance was detected on the newly implanted generator. The surgeon attempted to re-position, rinse and re-insert the lead prior to replacement. The suspect product has not been received by the manufacturer for product analysis to date. No further relevant information has been received to date.

Event description:
The explanted generator and leads were received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.